Event description:
The contact stated the customer's blood glucose was tested using a nurse's meter, and the reading was 232 mg/dl. The customer's blood glucose was then tested using the customer's elite meter, and the reading was 84 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.